Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for stent-assisted coil embolization of a left mid cerebral artery (l mca) aneurysm, the physician experienced resistance/friction while trying to advance the prowler select plus microcatheter. (Complaint product #1). While attempting to deploy the enterprise vrd stent (complaint product #2), only the wire came out of the catheter-deployment difficulty. There was no reported loss of access to the target lesion. The l mca target lesion/aneurysm was reported to be: 10 x 7 mm, secular, multilobed, the neck to dome ratio was 0.75, and the proximal vessel diameter was 2.5 mm. The microcatheter was not re-shaped by the user. An adequate continuous flush was maintained to the microcatheter at all times. There was no difficulty reported inserting the guidewire into the microcatheter or in accessing the target lesion with the microcatheter. The procedure was completed successfully using other products. No additional information is available. Additional information received indicated that the prowler select plus micro-catheter (mc) was deployed across the neck of the aneurysm. The enterprise vrd stent was inserted observing all due precautions into the hub of the mc. After advancing the enterprise approximately two to three centimeters (2-3 cm), the device could not be advance further and the delivery system was removed from the patient with the stent remaining in the mc. The physician decided to deploy another enterprise vrd stent using another mc. The hub of the existing prowler select plus mc was cut beyond the stent and an exchange guidewire was inserted for (mc) catheter exchange and a new mc was successfully inserted. Another enterprise vrd stent was then deployed uneventfully to complete the procedure.

Manufacturer narrative:
Concomitant products: echelon, expedon 14, exiom coils, prowler select plus micro-catheter. The product was not returned for inspection, only the product box was received. It was initially reported that during a stent assisted coil embolization of a left middle cerebral artery (mca) aneurysm, at the time of stent deployment, only the delivery wire of the enterprise vrd (enc452812/unknown lot) came out from the prowler select plus microcatheter, the stent did not. After loading the enterprise into the prowler, it could not be pushed further. The analysis of the returned enterprise found the prowler select plus microcatheter was broken, the ID band and hub were not returned. With follow-up investigation, regarding the condition of the returned device, clarification of the sequence of events was provided and indicated that the enterprise vrd could not be advanced through the prowler select plus and the stent deployed in the microcatheter when withdrawn. The microcatheter was cut distal to where the stent was and exchanged over a guidewire for another microcatheter. A new enterprise stent was then deployed uneventfully. The left mca target lesion/aneurysm was reported to be 10 x 7 mm, secular, multilobed, the neck to dome ratio was 0.75, and the distal vessel diameter was 2.5 and the proximal was 2.75. The microcatheter was not reshaped prior to use. An adequate continuous flush was maintained through the microcatheter. There was no difficulty encountered inserting the guidewire into the microcatheter and no resistance, kinking, or difficulty inserting the microcatheter to the target site. It was reported that the enterprise was inserted with all due precautions into the prowler hub; however, after about 2-3cm of pushing the stent, it could not be advanced further. The enterprise vrd was not received for analysis and the lot number is not known; therefore a device history record review cannot be completed. Based on the information provided and without the returned product for inspection, it is not possible to draw a conclusion about a relationship between the device and the event. This is one of two products used during the same procedure. Please reference MFR reports #1058196-2010-00096 and #1058196-2010-00097. Please note that this is the initial/final report for this product.